Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook tri-tome pc triple lumen sphincterotome was used. The cutting wire orientation was described as very bad. This has happened multiple times, however an exact quantity and specific info regarding previous occurrences was unable to be provided by the initial reporter. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device was able to confirm the report of incorrect cutting wire orientation. During the visual analysis it was noted that the catheter tip and cutting wire was intact. It was noted that the tip of the returned product was extremely bowed indicating that the handle had been excessively used causing the tip to bow to an extreme. Twisting of the tubing was observed. During the laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the tip of the sphincterotome below the papilla with the cutting wire facing 8:00 o'clock. (Appropriate orientation is approx 11:00 - 1:00 o'clock.) And access to the papilla was not achievable. Although not in the papilla the device was bowed and the tip and the cutting wire twisted and was then facing beyond 8:00 o'clock. (Appropriate orientation is approx 11:00 - 1:00 o'clock). The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre curved and is provided with a pre curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the pre curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complain history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.